Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to sign in to all stations and the server, receiving an unable to authenticate error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.